Event description:
It was reported via phone call that the insulin pump had a blank display. The customer states, she was out shopping when she felt a shock from her pump and noticed the display was blank. The customer states, the insulin pump was not exposed to moisture, bumped, nor corroded. Troubleshooting was performed, but the display did not return. The customer's blood glucose level was not provided. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube connector not seated properly into interface board. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.